Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient's mother stated on (B)(6) 2018, the patient was asleep, and she noticed the patient was restless, so she checked her bg. The bg was showing 5.0 mmol/l but the cgm was showing 3.7 mmol/l. The patient's mother treated the patient with apple juice. On (B)(6) 2018, the patient was at school and it was mentioned that the patient has shaky hands. The patient's teacher treated the patient with orange juice. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.